Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt had no stimulation sensation. It was later reported that the pt met with her physician for the event and had surgery in (B)(6) 2008 to fix the device. The device was successfully reprogrammed and she was no longer having problems with her device system.